Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 3.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient experienced three infusion sets cannulas was kinked within three or more hours after insertion at abdomen on (B)(6) 2025. The infusion set was in use for 24 hours. The patient replaced the infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.